Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction). The presence of stenosis can potentially represent the diminish of the expected maximum effective orifice area (eoa) of the device which can potentially translate into incomplete coaptation and / or restricted leaflet motion. As reported, a computed tomography (CT) identified calcified leaflets which could potentially cause leaflet mobility issue, which could led to stenosis. Calcification has been an inherent risk of surgical/transcatheter valve replacement and is addressed in the current risk management file. However, without a copy of the echocardiogram or imaging film for review nor a device return for analysis, the failure mechanism of the device could not be established and the conclusive cause of the reported stenosis could not be determined. Of note, the patient's symptoms prior to valve replacement, could have potentially been due to the stenotic valve. Updated data: b2 and h6 annex f code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient was experiencing shortness of breath and dyspnea on exertion during the previous year prior to the valve replacement procedure. No additional adverse patient effects were reported. Added h6 - patient code e0717 and annex g code g04040 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, eight months and thirty days following the implant of this transcatheter bioprosthetic valve, severe aortic stenosis was reported. One day later, a computed tomography (CT) identified calcified transcatheter leaflets. Four years, nine months, and seven days following the implant of this transcatheter valve, it was explanted and a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.